Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on november 1, 2023, that the surgeon followed the steps of the technique guide. He was able to remove the fibulink cap. After the cap was removed, the link remained connected to the tibial screw by the suture. The surgeon attempted to push the link, into the tibial screw recess and reverse thread out the tibial screw. The tibial screw was unable to be removed from the patient, as it would not back out. The surgeon deemed to tibial screw "broken" and the link and tibial screw remained in the patient. There was no patient outcomes reported. The procedure was completed successfully with a surgical delay of 3 minutes. This report is for one (1) fibulink syndesmosis repair kit sst. This is report 1 of 1 for complaint (B)(4).